Event description:
While the pump was charging and the customer was changing supplies, a malfunction involving malfunction code 13 occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for the delivery of a replacement pump and advised the customer on the necessary steps for returning the malfunctioning unit, ensuring they had an alternate backup insulin pump in place to prevent interruption in insulin delivery.